Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: nail: damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Evident lines of rest found on both fragments indicate a fatigue fracture of the nail running from lateral to medial. Appearance of the breakage surfaces, as well as the course of the breakage line, worn areas and material displacement in outside direction suggests that most likely the fatigue fracture started in the anterior web and with a certain delay in the posterior web as well. Bent outward material suggests the residual (forced-fracture) being located at the medial tip of the posterior web. Significant material abrasion and deformation (friction marks in the screw hole) were identified as cold sets (fretting corrosion), which were caused by high load bearing with the lag screw during the period of implantation. The lateral edge of the anterior web of the proximal drill hole had become significantly damaged due to contact with the lag screw stepdrill. Such ¿ not intended ¿ material damages can cause additional notch effects. Distal drill holes: damage observed was caused during screw insertion/removal and worn areas indicate high/permanent load being applied to the nail. Lag screw: the damage of the shaft were identified as cold sets, which were caused due to high respectively permanent load bearing. The mark in the flute indicates that the set screw has been inserted as intended to ensure locking of the lag screw against rotation and migration. Locking screw ø5x65 mm: damage observed indicates high/permanent load application. Locking screw ø5x55 mm: damage observed indicates high/permanent load application. The screw in a fatigue fracture due to overload after early high load bearing. Locking screw ø5x40 mm: scale evaluation of received x-ray images turned out that the nail was locked at distal by two locking screws, 65 mm and 55 mm fully threaded locking screw. For distal locking of the long gamma nail only two distal locking screws are required. Thus the also returned 40 mm fully threaded locking screw most likely does not belong to this case. General technical aspects: the broken implants are temporary implants which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Final conclusion due to the presented data, the breakage of the gamma-nail was caused by: an early overloading by patient in a completely unstable fracture constellation; an intraoperative damage of the gamma nail caused by a deviated step drill resulting in significant weakening of the gamma nail in the area of the lag screw thru hole.¿

Event description:
It is reported by a nurse that nail is broken. Implantation was on (B)(6) 2014 and revision surgery was on (B)(6) 2014.

Event description:
It is reported by a nurse that nail is broken. Implantation was on (B)(6) 2014 and revision surgery was on (B)(6) 2014.